Manufacturer narrative:
The review of the manufacturing paperwork verified that the lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), potential device or procedure-related adverse events that may occur and/or require intervention include, but are not limited to, endoleak and aneurysm enlargement. Furthermore, the IFU informs users of the risks associated with type ii endoleaks, and users are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.

Event description:
On (B)(6) 2014, the patient underwent an endovascular repair of an abdominal aortic aneurysm using a gore® excluder® aaa endoprosthesis. The patient tolerated the procedure. During a follow-up visit on an unknown date, a type ii endoleak originating from the inferior mesenteric artery (ima) was noted. The physician elected to monitor the endoleak. On an unknown date, another follow-up exam identified that the persistent endoleak resulted in aneurysm enlargement of more than 10 mm. On (B)(6) 2019, re-intervention was performed whereas the ima was embolized. The endoleak was reportedly resolved, and the patient tolerated the procedure.